Manufacturer narrative:
This device report is being submitted late as a result of the exemption transition period following the revocation of mentor¿s psr exemption# e2007003. This report contains supplemental information for mentor psr reference number: (B)(4). On (B)(6) 2019, the mentor failure analysis lab received the device for evaluation. On (B)(6) 2019, the product investigation was completed. Device investigation summary: during analysis of the sample was found ruptured. Leak testing was performed and it revealed a tear in the posterior view measurement approximately 1.0 cm. Since the authorization for return and examination of medical device form was not signed and/or returned, mentor product analysis lab was precluded from further evaluating the device. No additional anomalies were observed. The manufacturing records were reviewed and the manufacturing criteria were met prior to the release of this lot. Rupture, as indicated in the product insert data sheet (pids), is a known complication associated with mentor mammary prostheses. Causes of rupture of gel-filled implants include, but are not limited to the following events: damage from surgical instruments, intraoperative or postoperative trauma,excessive stresses or manipulations as may occur during normal, daily routines including customary and purposeful trauma to the breast. The reported complaint was confirmed. Rupture is a known complication associated with these devices and is referenced in our product insert data sheet. Manufacturer's report number: (B)(4).

Event description:
This report contains supplemental information for mentor psr reference number (B)(4). It was reported that a (B)(6) year-old patient underwent a breast augmentation revision with a 300cc mentor memorygel breast implant and experienced postoperative bilateral rupture. The diagnosis was confirmed after an ultrasonography. As a result, the patient¿s impacted devices were explanted on (B)(6) 2018. This report is for the patient¿s right-sided device.